Manufacturer narrative:
The subject device has not yet been returned to olympus for eval, hence the user's experience cannot be conclusively determined at this time. If the device is returned for eval or additional and significant information becomes available at later time, this report will be updated.

Event description:
Olympus was informed that at the end of transurethral resection of the bladder tumor, the grey beak at the distal tip of the device was missing. The user dilated the urethra and utilized a rigid grasper to retrieve the broke piece from the pt. There was no pt injury reported but the procedure was delayed and the pt experienced dysuria after the procedure. The pt is reportedly doing fine.